Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a power (battery life) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 01/23/2017. Device evaluation: the device has been returned and evaluated by product analysis on 12/30/2016 with the following findings: a review of the black box showed evidence of a short battery life with a voltage drop. The battery cap was undamaged and was able to fit. Evidence of moisture corrosion was found in the battery canister. The rewind, load, and prime steps were performed correctly. All currents were within specification. The pump cover was removed to find no further moisture ingress or intermittent conditions to the power printed circuit board. The short battery life complaint was unable to be duplicated. Unrelated to the original complaint, the battery compartment was cracked at the threads on the side, and below the grip pad. A leak test was performed and failed due to a battery compartment leak.